Manufacturer narrative:
(B)(4). Unit had cracked case corner of belt clip rails, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unit p-cap / test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.